Manufacturer narrative:
The suspect device was evaluated onsite by a field service technician (fst). The fst was unable to confirm the reported problem. The connection socket was cleaned due to the presence of material inside the socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported symptom (error code b30) was not reproduced, and the failure location could not be confirmed, therefore, the cause could not be estimated. Lint inside the scope socket has been identified, which may have contributed to the reported error, but not confirmed, as the equipment was not returned. There was a lot of lint inside the socket, therefore, the connector was cleaned. The clv-190's instruction manual contains the following description, and this may prevent the phenomenon: ¿[4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the field service technician (fst) stating that the event did not occur during procedure.